Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port attached to a groshong catheter was returned for evaluation and one electronic image was also provided for review. During sample evaluation, upon infusion, a leak from the partial circumferential break was observed while water exited at the distal end of the attached catheter. No anomalies noted within the image provided. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. However, the investigation is unconfirmed for reported small hole in the part of the catheter as there is no hole was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ten months and nineteen days post a port placement, there was allegedly leakage on the catheter. It was further reported that there was allegedly a small hole in the part of the catheter that was inside the tunnel. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes post port placement procedure, there was allegedly leakage on the catheter. It was further reported that there was allegedly a small hole in the part of the catheter that is inside tunnel. Reportedly, the port was removed. There was no reported patient injury.